Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The physician was attempting to place a taxus express2 3.0x8mm drug eluting stent into the circumflex artery but unable to cross the lesion. Upon removal the physician noticed the stent struts were flared upward. The physician completed the procedure with another taxus express2 stent of the same size. The patient condition was reported as ok.